Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the insulin pump was rewinding slower, sometimes insulin pump was shooting insulin out during priming instead of dripping out, it was not always alarming her when the reservoir was low, sometimes act button was getting stuck down when pressed and she had to kept messing with it to come back up, insulin pump was automatically shutting off and on sometimes and sometimes reservoir was feeling loose but that had not caused issues offered.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was automatically shutting off. The customer blood glucose level was above unknown at the time of incident. The insulin pump will not be returned for analysis.